Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck). The cause for the failure was isolated to a shorted u409 can transceiver on the computer/analog board and a thermally damaged u612 inverting charge pump on the computer/analog pca. The shorted u409 caused the thermal damage to the u612. The root cause for the shorted u409 transceiver could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.